Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that an image artifact on both 2d and 3d spins. Patient was present. There was less than one hour of surgical delay and no impact on patient outcome.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through fa1542, CAPA 722471, 806 report # (B)(4). (H3,h6): manufacturing representative went to the site to test the system, (B)(6) - notified on the issue while on pto; spoke with customer; received pictures of the issue; informed that system worked after r eboot; scheduled visit for (B)(6); (B)(6)- arrived on-site; inspected system; unable to duplicate issue; performed system checkout; system fully functional. H3, h6: a software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000905. Product ID: m021083c001, serial/lot #: 4.2.1. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.